Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error and motor position encoder error. The customer's blood glucose level was reported to be 203.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was found in the history file. The motor was tested outside tithe device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test, unexpected restart test and excessive no delivery test due to motor error alarm. Pump passed self-test, basic occlusion test, prime test, displacement test and all operating currents were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.